Event description:
The family member of the home patient (hp) reported the hp's fluid was overloaded and overfilled with fluid while using the homechoice cycler for apd therapy. The hp's family member relates that the hp was hospitalized 2002 for fluid overload after their weight had increased. The hp was examined and their catheter was found to have shifted upwards internally, resulting in poor fluid drainage and an increased number of "low drain volume" alarms during the apd therapy. Six days later, the hp reportedly became overfilled with fluid after the hp's family member bypassed "low drain volume" alarms and the device was subsequently replaced. While hospitalized, the hp's catheter was repositioned and the hp placed temporarily on hemodialysis. The hp was released from the hospital 5 days later and has sinced resumed apd therapy using the homechoice system.